Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery on an unknown date a fin was sheered off of the I-beam tibial punch. The piece fell into the patient under the tibial implant and was not retrieved.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the punch confirms that one of the fins has broken off and a crack was seen in the weld surface area. There was wear like nicks and scratches seen on the device. Sem states that the fracture surface artifacts suggest a bending overload fracture of the tab. However, review with the development team found that fracture of punch tab would not be as a result of weld crack. X-ray review report by third party states that a small metallic focus is identified along the tip of the tibial stem laterally, consistent with a hardware fragment. Review of device history records found that the product was not manufactured to the print from the work order and instead was manufactured to a warsaw print but the product was accepted upon receipt in australia as conforming at the time of manufacture. Based on the information available, the root cause was determined to be normal wear during the instrument¿s field life. The punch tab acts as a hard stop and likely experienced a bending overload fracture due to repeated contact with the punch tower during use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.